Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event; reference report 0001032347-2017-00516.

Event description:
It was reported only wires (not a zimmer biomet device) were used in the first surgery. The date of the first surgery is unknown. The patients sternum split into three parts vertically at the xiphoid level; therefore a second surgery was performed to reconstruct the sternum on (B)(6) 2017. The surgeon implanted two small l plates and eight 14mm screws because he did not have room to use bigger plates. The bottom of the sternum split in three pieces and tore off the muscle, the lower plate fell off. The third surgery was performed (B)(6) 2017, the surgeon removed one plate; the second plate was secure so it was left implanted. The surgeon used more wires at the xiphoid. The surgeon indicated he does not believe the reoperation was related in any way to the devices.

Manufacturer narrative:
No x-rays, scans, pictures, or physician's reports were provided and no product was returned for evaluation. The form completed and signed by the surgeon indicated the revision was not related in any way (even if not the primary cause) to the sternalock devices utilized in the patient's original procedure. The sales representative reported that the plate was removed due to the patients lower sternum splitting into three parts and the muscle being torn. There was no alleged malfunction of these implants. The most likely underlying cause of this complaint is patient condition. This is supplemental report two of two for the same event; reference report 0001032347-2017-00516-1.